Event description:
Philips received a complaint by the customer on the v60 indicating that the touch screen is not working. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. A remote service engineer (rse) evaluated the device with the customer and confirmed that the touchscreen is not working. The touchscreen has minor physical damage. The rse provided the part ID of the touchscreen (front bezel). Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.